Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent solution set broke at the male luer. The male luer was found to have been ¿sheared off¿. The device was connected to a bag of zosyn. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection verified that the two piece luer lock assembly was broken. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.